Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor readings were inaccurate and that when she wore it on the opposite side of her body from the insulin pump, received lost and weak signal alerts. No blood glucose reading was given. Nothing further was reported.